Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 74 mg/dl. The customer called in regarding no delivery issue, but state they have been having issue with air bubbles. The air bubbles are located in the reservoir when she fills up. Troubleshooting was not able to resolve the issue. However the customer technique was reviewed and advised not to let air in while the vial is upside down, lay the vial flat. The device will not be returned for analysis.